Manufacturer narrative:
The customer reported that the unit was not in use on patient.

Event description:
The customer reported that the nav-ring is defective. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. No part was received for failure investigation, but previous investigations have shown the navigation-ring failure was due to liquid ingress.

Manufacturer narrative:
The context use of the device at the time of the event is unknown.

Manufacturer narrative:
The replaced front bezel was returned for internal failure investigation (fi). The part did not require further testing. As previously documented, the root cause of navigation-ring failures has been determined to be due to liquid ingress. The received front bezel was scrapped upon receipt without further testing required as root cause has already been established.